Event description:
It was reported that during a routine follow-up, the atrial lead exhibited noise reversion and auto mode switch episodes. Noise was reproduced when the patient pressed their hands together. The patient would continue to monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.